Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage therapy from their right ventricular lead. Upon interrogation, it was determined that the right ventricular lead had dislodged. The lead was sensing both atrial and ventricular signals which resulted in inappropriate antitachycardia pacing and shocks. Tachycardia therapies were disabled. The patient presented for lead revision and the lead was repositioned successfully with tachycardia therapies re-enabled. Patient was stable.